Manufacturer narrative:
The thermogard xp ivtm system (s/n (B)(4)) was evaluated on site on 07/13/2016. During a review of the event log, mid: 14 (bg power supply) and 16 (software) errors were observed. Based on the mid: 14 error found during the review of the event log, the root cause could possibly be that the power switch was clicked on and off quickly causing the mid: 14 error. This also could have cause the display screen to go blank, thus confirming the reported complaint. Note: during the evaluation of the device, the mid: 14 and 16 errors could not be duplicated. The system passed the functional test, no issues observed. During further investigation it was observed that there was debris in the raceway assembly which required cleaning. In summary, the reported complaint of "display screen issues" was confirmed during the event log review. The "quick" switching of the on and off switch could be the cause of the mid: 14 error. No failures were seen during testing. The system passed all final functional criteria. Evaluation performed at customer site.

Event description:
It was reported that the thermogard xp ivtm console's display screen was not working as intended. The exact issue with the display screen is unknown. There was no patient involvement reported. No additional information is available.